Manufacturer narrative:
Product is not available for evaluation. The device history records were reviewed and no exceptions were found.

Event description:
It was reported the phaco handpiece became overheated during cataract surgery. The patient sustained a corneal burn which required 4 stitches to close the wound. Additional information regarding patient states he is doing very well.